Event description:
There was an allegation of questionable lipase results for one patient sample tested on a cobas pure c 303 analytical unit instrument. The initial result was 72 u/l. The repeated result was 24 u/l. The initial result was questioned as it measured high and was not released outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration dates were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
General reagent issues were excluded as the result believed to be correct was obtained using the same reagent. The field service engineer was unable to determine a cause. He checked the pumps, probe adjustments, wash water quality, and washing steps for the reagent and sample probes. The investigation was unable to determine a specific root cause.